Event description:
It was reported that customer experienced keypad anomaly. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to unlocked lcd keypad connector. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.